Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for the teflon pad damaged and coming off. The device was found with the teflon pad entirely missing, exposing the metal underneath the pad. Based on similar reports, a potential cause for mechanical and thermal damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an unknown procedure, the teflon pad melted and flaked off, exposing metal underneath the pad. The device also generated a short circuit error. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another unknown device.